Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
An account representative reported finding a failure in the bulb while servicing the unit. There was no patient or procedures involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. Both illuminator bulbs were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 23, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the illuminator bulbs. However, how or when the bulbs failed cannot be determined conclusively. (B)(4).